Event description:
The customer alleged an event of suspected positive biological indicator (bi). Customer states this +bi is procedure related since the vial was crushed before it was placed in the unit. No injuries were reported from the partially recalled load.

Manufacturer narrative:
Suspected positive bi. The device history record for this lot was reviewed and found to meet all required specifications without any manufacturing nonconformities. Not all items from the load were recalled. If the instructions for use are not followed and items for the load with the positive bi cannot be retrieved, then the sterility of the load cannot be confirmed. It is recommended that customer follow current facility policy and procedures regarding retrieval of unused instruments and notification of the physician(s). Per hha-sterrad cyclesure 14324, the direct hazard of a false positive bi in terms of the patient is extremely remote. It is most likely that the positive bi resulted from a user error where the customer crushed the bi vial prior to processing. Crushing the ampoule will saturate the spore disc with the media and consequently lead to a false positive reading because hydrogen peroxide cannot penetrate liquids to eliminate all spores prior to incubation. An assessment of the failure mode and effects analysis revealed a low-safety risk to the user. The complaint history for this lot showed no other similar reported complaint. Complaint trending shows that the trend for cyclesure "suspected positive bi" is within an acceptable control limit. Asp will continue to track and trend for this type of complaint.